Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ granuloma: unable to observe as it is not related to the manufacturing process. As per the investigation procedure deformation was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: b.5, h.3, h.6.

Event description:
Healthcare professional right side reported "thick fibrous tissue with chronic nonspecific inflammation, foreign body reaction" and "capsular contracture grade 4". Healthcare professional later reported "preventative replacement". Device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b5, b6, d9, h3, h6.

Event description:
Healthcare professional later reported capsular contracture, baker grade IV. Capsulectomy performed. The device has been explanted and replaced with another manufacturer's device.